Manufacturer narrative:
(B)(4). The patient experienced fungal peritonitis and klebsiella pneumoniae peritonitis. The cause of the peritonitis was unknown. Approximately one month after discharge from the hospital and while recovering from the first episode of klebsiella peritonitis, the patient was diagnosed with refractory peritonitis. The patient continued treatment with ceftaz and vancomycin ip (daily) for the klebsiella peritonitis and the refractory peritonitis. Four days after the onset of refractory peritonitis, the patient experienced abdominal pain and was hospitalized the same day. The abdominal pain was considered a manifestation of peritonitis. On that same day, the pd catheter was removed. Three weeks later, ceftaz and vancomycin therapies were discontinued. One day prior to receipt of this report, the patient was taken to the operating room for a laparotomy and was diagnosed with ischemic bowel. The cause of ischemic bowel was unknown. On that same day, the patient was immediately placed on comfort measures and died later that day. The cause of death was ischemic bowel and dead bowel. The patient had not recovered from peritonitis prior to death. It was unknown if an autopsy was performed.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents for potentially associated lot number gd895243 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a patient experienced peritonitis manifested by abdominal pain coincident with peritoneal dialysis (pd) therapy. On that same day, the patient was treated with one dose of vancomycin, intraperitoneally (ip) (1 gram) and tazicef, ip (2 grams, daily). The patient was hospitalized for peritonitis four days after the onset. On an unknown date, the patient was recovering from peritonitis and was discharged from the hospital. The cause of the peritonitis was unknown. No additional information is available. This is report 4 of 4 involved in this peritonitis event.